Event description:
It was reported that during the laparoscopic inguinal hernia surgery, the surgeon was tacking the mesh into the coopers ligament and the tack drilled a hole through the mesh. The head of the tack went through the mesh, leaving a defect in the mesh and failing to f asten it to the ligament. The surgeon tried it a second time and the same thing happened with the same stapler. The issue was resolved when the surgeon used another tacker from the opposition to tack the mesh. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the handle was intact; pull tab had been removed, no light-emitting diode (led) was displayed. The batteries were received. Tacks were visible in the shaft. Functional testing found that the handle body was disassembled to reveal the internal components. The shaft was manually turned to dispense 1 violet tack. No resistance was felt when manually rotating drive finger. No weld break was detected. The tack was observed and was intact. An external power supply was connected to the battery terminals 9.0 v from power supply, and the light turned solid red. Data revealed that the device had a 9.5v battery voltage at startup, 1 tack initiated and 2 deployments completed, 28 tacks remained in the device with no deployment failures. Engineering confirmed the cause of the lockout condition was due to repeated deployment errors. It was reported that the tack drilled a hole through the mesh. The head of the tack went through the mesh, leaving a defect in the mesh and failing to fasten it to the ligament. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.